Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after use, leaving a dirty needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: conclusions: ¿ the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. ¿ the defect threading difficult; as stated as the second reported code was not confirmed with the returned unit. Lot analysis device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the lot number 7122830 the lot number was built on afa line 9, from may 11, 2017 thru may 18, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. Per the review qn (B)(4) was issued for damaged grip visual analysis observations and testing: received one used iag/bc 18ga unit with a package top web label from the lot number 7122830. The unit consisted of the needle safety barrel assembly. No catheter/adapter assembly was returned for evaluation. Visual/microscopic examination: observed the needle was partially retracted into the safety barrel. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Cannula tip quality rating: the bevel area had the proper bevel cut and the secondary bevel was present. A, acceptable. Functional test (needle retraction) was performed: -the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. Investigation samples(s) meet manufacturing specifications: no; the returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed for needle retraction failure based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit for needle retraction failure. Was the device used for treatment or diagnosis? Treatment investigation conclusion: root cause relationship of device to the reported incident: manufacturing comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.